Manufacturer narrative:
(B)(4).

Event description:
Reportedly a pause occured at implantation. Neither evidence nor data were provided yet. The device sn and implantation date are unknown as of today.

Event description:
Reportedly a pause occured at implantation. Neither evidence nor data were provided yet. The device sn and implantation date are unknown as of today.

Manufacturer narrative:
It should be noted this MDR report replaces (B)(4). Indeed, the complaint file (B)(4) was opened with an unknown serial number, and no information. Serial number and evidences were provided later. After the MDR report (B)(4) was issued, it was identified complaint file (B)(4) was a duplicate case of complaint (B)(4). Evidences provided with the two complaint files were therefore analysed together, and the analysis conclusion was updated. Please refer to analysis report attached only with (B)(4) (corresponding to complaint (B)(4)) for simplification purpose.

Event description:
Reportedly a pause occured at implantation. Neither evidence nor data were provided yet. The device sn and implantation date are unknown as of today.